Manufacturer narrative:
Product analysis the device was returned with the thumbswitch positioned close to the ¿on¿ position and with the cutter approximately 3mm inside the housing. When the thumbswitch was advanced the housing/tip detached distal to the anchor pockets, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A hawkone device was being used for treatment of a 60mm calcified lesion with 95% stenosis in the mid right popliteal artery. The artery was 6mm in diameter with moderate tortuosity and severe calcification. A 5mm spider was used for embolic protection. The vessel was pre and post dilated. The IFU was followed. It was reported that the thumb slide did not slide all the way forward, it was possible to turn off the thumbswitch but it didn¿t feel ¿normal¿. The cutter driver/thumbswitch did not stop functioning while in use in patient. The position of the cutter in relation to the nosecone during device removal from the patient appeared normal and the cutter was inside the housing. Upon removal and inspection it appeared there was something in the collection shaft, and after forcible flush, a piece of clear plastic was removed. It seemed to possibly be a sliver of the burst non medtronic balloon that had been used during pre-dilation and burst in the patient. The device was safely removed from the patient with no deformation noticed in the cutter. No pieces of the cutter were noticed to be missing. No part of the balloon was left in the patient after it burst but there was a piece of plastic removed from the patient, captured in the hawk device. Procedure was completed with a chocolate balloon and dcb. When the device was received for evaluation, it was noted that the device was damaged